Event description:
The user facility reported that their aquashield water bottle system did not perform properly resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event has not been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Statements from the instructions for use packet include, "prime the air/water channel prior to insertion of the endoscope into a patient. If water pressure is low, check to see that the lid cap is tightly closed, and the endoscope connector is firmly attached tothe air/water port connection. If water bottle needs to be replaced, use proper aseptic technique." A steris product specialist provided in-service training on the proper set-up of the aquashield water bottle system. No additional issues have been reported.